Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired with the cause of expiration noted as intracranial bleeding. No additional information was received.

Manufacturer narrative:
The patient age was not provided. Approximate age of device - 5 years, 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported intracerebral bleeding could not be determined through this evaluation. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The submitted system controller data log file revealed that the system appeared to be operating as intended and captured no atypical alarms or notable changes in pump parameters prior to receiving the motor stop command. No other events were reported for this patient throughout over five years on vad support. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.